Manufacturer narrative:
Csh dispatched an fe, 29-jan-2020 to go to the site to check the drx ascend system. The fe removed and replaced the existing swivel collar, tightened the attachment screw and installed collar locks. The fe observed no damage to the swivel collar or to the tightening screw while inspecting the system. The swivel collar and screw were sent to carestream for investigation and evaluation. The swivel collar and screw were observed to be in good condition and there was no evidence of stripping or any other adverse condition that could have led to the reported event. The root cause is unknown as to how the swivel collar and screw came off the collimator (investigation did not find any damage to the original parts). Based on the investigation, it was determined that there have been no other similar events in the post market, it has also been determined that this incident is singular in nature. The investigation has been documented in CAPA (B)(4). UDI is not implemented for these devices, they are considered legacy devices and manufactured prior to UDI requirements. The s/n has been recorded (B)(4).

Event description:
While performing a 3 view ankle exam on a patient, the collimator detached from the x-ray tube while adjusting the collimator angle. The collimator fell directly into tech's hands when it detached. Neither the patient nor tech were injured.